Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zest per (B)(4). The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The following sections have been updated: b4: date of this report. D10: device available for evaluation change 'no' to 'yes'. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Initial reporter¿s email address is not provided / unknown. Device not yet received by manufacturer.

Event description:
It is reported that the one piece screw locator abutment (iloa004) fractured in the patient's mouth. The screw portion was retrieved without any damage to the implant. The patient is coming back to the office to replace the abutment.